Event description:
Following an interventional procedure in 2004, an attempt was made to deploy a vasoseal es. During the deployment procedure, the j segment of the locator pulled out through the arteriotomy. The operator claimed there was not resistance or force used and that the dilator had not yet been placed. The j segment remained in the pt and was thought to be in the subcutaneous tissue. A vascular surgeon was consulted and it was decided to leave the j segment in the pt. No pt complications were reported. The device was returned to datascope for evaluation.